Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary thromboendarterectomy, a large amount of fluid was observed leaking from underneath the autolog washkit. The device appeared undamaged and in good condition upon removal from the box and was assembled by the perfusionists. Upon use, the equipment was discontinued and immediately replaced with another device. The patient required a transfusion of two units of packed red blood cells. Medtronic received additional information that there was no visual, audible, or performance abnormalities observed. The bowl was reinstalled twice and there was no change. The fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue was at approximately 200 ml because it was just starting. Only a bubble error message appeared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.